Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse reseated the tarpon amp board and signal conditioner . Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported stemtrol failure and amp board warnings on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.